Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable, pump won't run" alarm. It was reported that the residual volume was 62.6 ml, the rate was 1.7 ml and 16.42 ml was given. No adverse patient effects were reported. Per reporter no additional information is available at this time.